Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the adhesive around the light guide lens was missing in some areas, and had damaged sealing agent in other locations. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
While evaluating an olympus ultrasonic gastrovideoscope, it was discovered that the adhesive around the light guide lens was missing in some areas, and had damaged sealing agent in other areas. There was no patient involvement during this event.